Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing emergency backup battery (ebb) fault alarms. The event log confirmed the ebb faults. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file; however, it was not reproduced while testing. A review of the submitted controller event log file spanned approximately 2 days (25nov22 ¿ 26nov22 per time stamp). The backup battery fault alarm activated on 26nov22 at 10:26:11 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the downloaded controller event log file (B)(6) spanned approximately 9 hours (29nov22 from 04:31:12 ¿ 13:39:34 per time stamp). On 29nov22 at 10:10:07 the controller completed a backup battery load test without triggering an alarm. This is indicative of alarm resolving after the exchange. There were no notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The backup battery and controller ribbon cable were unremarkable. The provided information indicated that the alarm resolved after the battery was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged because the backup battery had to be reseated three times to clear the alarm. The alarms resolved after controller exchange.